Event description:
It was reported that subsequent to the implant of a protegen sling in 1997, the pt was injured and damaged, and the device was removed 2 months later. The device was not returned for eval.